Event description:
It was reported to boston scientific corporation that an uphold vaginal support system was implanted on an unknown date. According to the complainant, post-procedure, the patient experienced chronic pain and recurrence of stress urinary incontinence. All other information is unknown.

Event description:
According to the physician, post procedure, the patient had mesh exposure and a portion of the mesh was removed. All other information is unknown and unavailable.